Event description:
It was reported that this implantable pacemaker displayed a rhythm consisting of both atrial paced-ventricular sensed (ap-vs) and atrial paced-ventricular paced (ap-vp) cycles. During ap-vp cycles, an intrinsic ventricular beat was undersensed. Boston scientific technical services consultant (ts) recommended to measure the amplitude and adjust right-ventricular sensitivity to improve sensing and shortening the av delay was suggested if adequate sensitivity could not be achieved. Additionally, during a clinic visit, the patient ventricular signal amplitude measured 0.6 millivolts, indicating low intrinsic signal. Ts advised programming sensitivity to detect signals of this magnitude. The clinician reported a presenting ventricular signal of 2.6 millivolts and programmed ventricular sensitivity to 1.5 millivolts. As of this time, this pacemaker remains in service. No adverse patient effects were reported.